Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a site/set/cart issue. It was reported that the cartridge did not have lubricant and the plunger was hard to push. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission 10/17/2013-device evaluation: the cartridge was returned and evaluated by product analysis on 10/04/2013 with the following findings:a visual inspection of the cartridge was performed. No damage or defects were noted. A leak test was performed with no failures observed. A retain cartridge sample from the same lot was also tested, with no failures observed. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.